Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was returned deployed with blood present in the device. The needle plunger, suture, posterior needle, link material, anterior cuff, and posterior cuff were not returned for evaluation, which limited the scope of the evaluation. The body of the device, lever, foot, guide and sheath had no damage or abnormalities detected that would contribute to the reported failure of the suture to deploy. There were no needle strike marks detected on both the anterior or posterior portions of the foot. During testing, a proxy needle plunger was inserted into the body of the device resulting in acceptable needle trajectory, which indicates it was not a contributing factor in the event. Additionally, the needle trajectory of each device is inspected twice during manufacturing. Based on the investigation findings, a root cause for the suture failure to deploy could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there were no other cases of reported for failure to deploy suture with the same lot number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, when the device was removed, there was no suture deployed in the artery. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.